Event description:
An attempt was made to use a 3.0mm diameter x 12mm length nc sprinter rx dilatation balloon catheter to pre-dilate a calcified lesion located in the rca. It was reported that several other balloons were used to expand the lesion before the nc sprinter rx. It was reported that the nc sprinter device was inspected prior to use with no abnormality noted. It was reported that, due to the severe calcification, the balloon was inflated to very high pressure; however, difficulties were encountered at 24atms when the balloon ruptured. Difficulties were encountered during balloon retraction and part of the balloon material remained in the rca. It was reported that the patient was transferred to acute CABG/surgery after this event; however, patient death subsequently occurred. The cause of death was reported as rca occlusion, massive infarct, and heart failure no other clinical sequelae were reported for this event.

Event description:
Device evaluation: the distal part of the catheter was returned in two sections i.e. The distal shaft had been cut proximal to the balloon bond. The hypotube and luer were not returned. The catheter appears to have detached on the transition shaft, distal to the hypotube bond. The balloon had been inflated but was deflated on the returned device. The balloon bond appeared to have been necked and was burst on the returned device. Cine image review: there is no evidence of a balloon or shaft burst on the procedural images. But the severely diseased nature of the proximal and mid rca can be confirmed based on the image review. The target lesion in the rca appeared to impact on the successful inflation of the balloon as the proximal end of the balloon did not fully inflate within the lesion and the stenosis was not resolved. Images show the occlusion within the vessel and the presence of the distal part of the catheter post removal of the procedural guidewire. The images do not identify the break point on the catheter.

Manufacturer narrative:
Evaluation: results: incomplete device returned (proximal portion of device not returned to manufacturing facility); patient condition affected effectiveness of the device (patient lesion morphology, severely calcified lesion); failure to follow instructions (balloon inflation to 24atms i.e. 6 atms in excess of rbp). Conclusion: conclusion not yet available: evaluation in progress; device failure/lack of effectiveness related to patient condition device (patient lesion morphology, severely calcified lesion); failure to follow instructions (balloon inflation to 24atms i.e. 6 atms in excess of rbp). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (patient death and total occlusion); conclusion: known inherent risk of procedure (patient death and total occlusion). (B)(4).